Event description:
The customer contacted stryker to report that the device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and did not observe a service light but did observe a white screen. The therapy pcb to power module ribbon cable and board stack pcb's were reseated and software re-loaded; subsequent testing could not reproduce any issues. The cause of the reported issue could not be determined. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.